Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged high glucose readings between 200¿300 mg/dl for hours without apparent correction from the ilet, followed by insulin delivery when back in range, leading to low blood sugars during the night; the user has been on the ilet for two years and raised a warranty inquiry. Symptoms included hyperglycemia. Outcomes included that the overall impact could not be determined due to insufficient information. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed that no specific findings were available and insufficient information was obtained to identify a device problem or involved component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.